Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to site to test the equipment. Accuracy was tested with navigation and imaging systems. Representative reported that the navigation was accurate. Medtronic representative performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure site claim that on the navigation system the screws looked a little higher than they were in reality. Screws placement looked to be more proximal on the scan then it looked on the navigation. Site confirmed that the screws were still acceptable. Site did a confirmation spin and the screws were placed in the pedicle. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.